Event description:
It was reported that the patient fell off a scooter, resulting in external damage to the ilet pump with a broken, unusable screen; the device remained otherwise operable, data were synced before shutdown, and a replacement ilet with a case and clip was arranged. Symptoms included hyperglycemia with a peak of 258 mg/dl and a scraped hip from the fall with no device-related injury reported. Outcomes included no alerts or alarms reported and continued glucose monitoring available via the dexcom g7 app or receiver. Investigation included review of user report, verification of shipment and return process, and provision of shutdown instructions to prevent further alerts. Investigation of this case revealed physical impact damage to the pump¿s display and accessories, consistent with accidental trauma, with no evidence of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external mechanical damage from an accidental drop.